Event description:
On (B) (6) 2010, the patient reported she received a new shipment of infusion sets and she changed her infusion site. Within a few hours she noticed her blood glucose was elevated (value unknown) and she found the infusion set had fallen off of her body. She stated the infusion site felt as if there was no adhesive on it. She changed the infusion site and bolused to lower her blood glucose. She stated the 2nd infusion set fell off after 1 day of use. She stated she is using the 3rd infusion set from this box and it has been in use for 2 days. Her normal blood glucose level is 150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for evaluation.